Event description:
Surgery required to replace broken I. M. Nail and repair fracture site. Surgeon indicates nonunion and inadequate locking done at time of initial surgery. No indication of product defect.